Event description:
It was reported that the external pulse generator had an "internal malfunction," that it generated an error code. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Upper case is dented. Ventricle output connector is contaminated. Battery drawer is contaminated.